Event description:
It was reported difficult deflation was encountered during an unknown arterial procedure. The balloon could not be removed through the introducer sheath. The catheter shaft was cut to facilitate removal of the introducer sheath. During subsequent removal of the balloon catheter, it was indicated the arterial wall was damaged and required surgical intervention. The pt's condition is good. Co's attempt to gain further details regarding the circumstances of this event have been unsuccessful. Should further info become available, a supplemental medwatch report will be filed under the appropriate sequence number. This device was not received for evaluation. Therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device or without further details about the event, co is unable to determine the exact cause for this event. Co's directions for use state: "deflate the balloon by slowly aspirating the syringe plunger. The balloon is completely deflated when the end connector port luer fitting returns to the connector housing."

Manufacturer narrative:
H3. Evaluation summary: this device was received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter shaft was cut 120 millimeters from the strain relief. Kinks were located in the catheter shaft at 100 millimeters, 175 millimeters and 320 millimeters from the distal tip. The weld connection between the balloon and the shaft was broken. Performance testing could not donfirm a deflation issue. Pt anatomy and/or user technique may have contributed to this event. F11. Date MFR initially forwarded report to FDA.